Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: event site city: (B)(6).

Event description:
It was reported by customer during use that cardiosave intra-aortic balloon pump (iabp) machine was loud. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields :b4, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusions ), h11. Corrected field : h6 ( medical device ¿ problem code ). A getinge field service engineer (fse) went to check unit after the machine is idle. The fse replaced the drive manifold (0104-00-0031) as it is under warranty and tested operations, the machine can work normally. Furthermore, the safety disk has completed its operation.

Event description:
N/a.